Manufacturer narrative:
Based on the available information, the fse visited the customer site, assessed the device, and replaced the ECG cable provided by the customer to address the issue and the device's full functionality has been restored. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective ECG cable. Further root cause was not determined. The reported problem was confirmed.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device did not pass the ECG cable test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.